Event description:
Emergency room personnel were attending to an asystolic pt. Allegedly when an attempt was made at countershocking the pt the device did not deliver energy and displayed an ' energy fault ' message. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.